Event description:
A hospital in (B)(6) reported that an rt340 adult dual-heated evaqua breathing circuit caused the humidifier to alarm after 10 minutes of use. No patient consequence was reported.

Manufacturer narrative:
The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the inspiratory and expiratory limb of the complaint breathing circuit was returned. The returned complaint device was visually inspected and a heater wire resistance test was carried out using a multimeter. Results: no visible damage was observed on the returned complaint device. The expiratory limb of the complaint device was found to be within specification for this product. The inspiratory heater wire was found to be open circuit. A wire break was located in the overmoulded plug between the heater wire and the left heater wire pin. A lot check could not be performed as no lot number was provided. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production, such that it is unable to provide continuity for the full period of use. All production and those that fail are rejected. This suggests the heater wire became open circuit post production, possibly as a result of a weak crimp connection. (B)(4).